Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant there was high threshold on the right atrial (ra) lead with a suspected pacing failure. A CT scan revealed a perforation that resulted in a pericardial effusion and pneumothorax. The patient was noted to have a decrease in blood pressure. The effusion was drained and a procedure was performed via median sternotomy that revealed the protrusion of the lead helix. The ra lead was withdrawn and the perforation incision was closed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.